Manufacturer narrative:
The drill was received at the manufacturer for evaluation, but the alleged condition of the device overheating during usage could not be confirmed. Based on the investigation details, a possible cause for the alleged overheating was problems with the nose cone, bearing stop, bearings, bur shield, and a worn spindle housing, which were each replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.

Event description:
It was reported that this facility has experienced repeated overheating issues. There has been no reported patient/user injury or any adverse consequences, and there was no known clinically relevant delay in procedures while a backup device was located.